Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, while removing the delivery catheter system (dcs), the nose cone caught the paddle of the valve dislodging it out of position. A second valve was deployed successfully. During the procedure, the patient became hypotensive and hypertensive. The patient clotted and the clot embolized causing a stroke. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-26us, serial#:(B)(4), ubd: (B)(6) 2023, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that per the physician, the cause of the clot was unknown. Per the physician, the cause of hypotension was likely aortic insufficiency. The cause of hypertension was likely treatment for hypotension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was not returned, and as such no analysis could be performed. The valve was not returned to medtronic, so no product analysis could be performed. Images were provided for review. The image review showed the inflow portion of the valve was constrained in the annulus and that the nose cone caught on the outflow crown as reported, thus dislodging the valve. No comment can be made upon second valve delivery or causes that may or may not have led to the stroke with no additional images or clinical information. Dislodgement of the valve by the distal tip is likely related to operator technique or experience; the evolut pro instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. As the image review indicates a constrained valve it is likely that this caused the difficulty withdrawing the dcs which resulted in a dislodgement. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Provided the dcs is coaxial with the inflow portion of the bioprosthesis prior to drawing the dcs, the design of the nosecone would not cause the reported issues. The over-moulded tip of the dcs is designed to function as a support for the distal tip of the capsule. The outer diameter of the distal section of the tip is designed to be equal to the outer diameter of the capsule. The outer diameter of the proximal section of the tip is designed to be equal to the inner diameter of the capsule. These dimensions were chosen to give support to the capsule, to prevent the distal end of the capsule from interacting with the patient anatomy, and to give a smooth transition from the tip to the capsule. Stroke is a known potential adverse effect per evolut system IFU. Ischemic strokes have many etiologies, including embolization of calcific debris, and is highly dependent on patient medical history and procedural factors. Hypotension and hypertension are known potential adverse effects per device IFU. These are effects that are highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Review of the device history record for the valve was performed. A device history record review of the dcs was also performed. There were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.